Event description:
Per independent repair center statement, the unit alarm will not function. The key failure was power switch has a short circuit and was replaced. Additional malfunction is the 4-way valve has a foreign substance.